Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 1 month of support on the lvad, the patient was admitted for hypotension due to an acute gi bleed. No active bleed was found during the esophagogastroduodenoscopy (egd). The patient was readmitted approximately 2 weeks later for a drop in hemoglobin. Gastric erosions were present on egd. The patient is taking a double dose of proton pump inhibitor (ppi) and is reportedly doing well.